Event description:
The patient underwent asd device closure with a 22m amplatzer septal occluder in 05. In 2/06, after running a fever for four days, the patient was admitted to the hospital with a diagnosis of itp. She had recently returned from out of country with her parents (location unknown) prior to the fever. On 2/28/2006, the patient underwent surgical removal of the asd device, asd closure, removal of vegetation from the tricuspid valve and anterior mitral valve leaflet repair with patch. During the operation it was noted that there was fibrinous debris in the pericardium and the device could be seen protruding inot the dome of hte left atrium, as well as laterally over the right-sided pulmonary veins, portruding into watgerston's groove. There was a very large abscess protruding into the lumen of the right atrium superiorly, as well as a second large abscess on the lower rim of the device towards the tricuspid orifice. The leading edge of the device covered koch's traingle and was impinging on the atrioventricular node. The abscess had rolled into the orifice of the tricuspid valve, and was adherent to the septal leaflet of the tricuspid valve. The amplatzer device was grossly infected with abscess with abscess material extending into the interstices of the disks. On the left atrial aspect, there was also abscess formation and necrosis of the anterior leaflet of the mitral valve. The left atrial was abutting the anterior mitral leaflet as had been known, and the majority of the anterior mitral leaflet was necrotic. The leading edge of the valve, however, was still intact, and the cords were mostly intact. The posterior leaflet was uninvolved. There was an enormous amount of fibrinous and purulent debris in the left atrium. Roughly 75-80% of the anterior mitral leaflet was destroyed. Post-op tee showed good biventricular function with moderated mr. No tr. No mitral stenosis. The patient remains in the picu, but is reported to be improving. Child had a large secundum atrail septal defect. The un-stretched diameter of the defect was 16 mm, and the stretched diameter was about 24 mm. According to the history, a 24 mm asd occluder was first selected to close the defect. After deploying, tee demonstrated impingement of the device on the anterior leaflet of the mitral valve. The device device was removed and replaced by a 22 device. The device was implanted successfully and well seated with small residual shunt immediately after placement. There were no obvious abnormal signs related to the procedure from the one images. In summary, the asd closure procedure was technically successful.